Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the heater line of a homechoice cassette and the heater bag which resulted in a leak. This occurred during fill 2 of 5 of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. It was further reported that ¿there was solution all over the floor¿. Renal therapy services (rts) assisted the patient in removing the cassette from the device. The inside of the device was dry. Rts advised the patient to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.